Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had a sticky trigger, leak tightness test failure, corrosion/rusting/pitting, cosmetic damage and sharp edges. It was further determined that the device failed pretest general condition, check for sticky triggers and leakage test using bubble emission technique. It was noted in the service order that during a routine check, it was observed that the tip where the attachment is added could be turned to get more out and back, it was very hard to turn it and it felt like something was stuck and there was a gap in that white band. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: lid/handpiece/modular for trs device, (B)(6) 2024 . Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device tip where the attachment is added could be turned to get more out and back, it was very hard to turn it and it felt like something was stuck and there was a gap in that white band, was not confirmed. Therefore, an assignable root cause was not determined. However, the failures identified during service and repair were confirmed. The assignable root cause was determined to be due to component failure from wear.